Event description:
Related manufacturer reference number: 2017865-2022-11682. It was reported that the patient presented in the operation room for implant procedure. During the procedure, it was noted that the newly implanted pacemaker failed to produce low voltage output and the new right ventricular (rv) lead failed to capture. Also, the physician failed to remove the rv lead from the pacemaker. The pacemaker and rv lead were not installed and the procedure was completed using an alternate pacemaker and rv lead on (B)(6) 2022. There were no patient consequences.

Manufacturer narrative:
The reported event of pacemaker failed to produce low voltage output after fixing right ventricular (rv) lead in the pacemaker header, and physician failed to disconnect the rv lead from header was confirmed. Analysis found the ventricular setscrew inset was completely stripped by the use of the torque wrench. The torque wrench could not fully tighten or untighten the setscrew after the setscrew was stripped. Therefore, the connection between the pacemaker and the rv lead could not be made to transmit the low voltage output along the lead to the patient¿s heart. The stripping was caused by the user¿s incorrectly use of the torque wrench. No other pacemaker anomalies were found during the analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.